Event description:
High lead impedance warning message was displayed after software upgrade. The device remains implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The files showed the reported event is due to inadequate reprogramming attempts of the pacing mode. The mv sensor activation requires a bipolar lead which is described in the labeling. The device operated as specified and as intended and can remain implanted.